Event description:
The user facility reported a 49-year-old male on impella cp after arresting in ER. While on support, patient presented signs of hypovolemic shock with hemoglobin noted 6.5. Four units of blood products were received. Impella cp flows of 2.2 achieved and still not tolerating over p4 due to suction alarms. The impella cp was repositioned several times via cath lab and bed side. Echo showed very hyper dynamic ventricle and difficult positioning. During the ICU groin was bleeding and a small hematoma was noted. The attending physician added a purse-string suture to help oozing.

Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.